Event description:
It was reported that there was a crack around the display window of the insulin pump. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked and bleeding lcd glass. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).